Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 5mm amplatzer duct occluder was selected for an implanted on (B)(6) 2021. The device had cobra-shape configuration. Device was removed from the patient prior to release from the delivery cable. No interaction with atrial structures during deployment was noted and no angulation or kink noticed in the delivery system. There was no replacement device, the procedure was rescheduled. The patient is reported as stable. No additional information was provided.

Manufacturer narrative:
The reported event of a 5mm amplatzer duct occluder presenting cobra deformation upon deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.